Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated date of angiography. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the superficial femoral artery with moderate tortuosity and heavy calcification, a ht command 18 guide wire was advanced and resistance was met with the patient anatomy. The guide wire was able to be successfully used for the procedure; however, during removal of the guide wire resistance was felt with the patient anatomy and the guide wire coils became stretched and the tip was elongated. There was no separation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which would have helped in finding the root cause of the issue. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported failure modes for this lot. A review of the complaint handling database was performed and identified one additional event for physical resistance and no other events reported for difficult to remove or stretched tip coils. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, the device performance may have been related to circumstances of the procedure. The performance of these devices will continue to be monitored. (B)(4).